Manufacturer narrative:
H3, h6: a software analysis was initiated to determine the probable cause of the issue through log analysis. It was reported that when attempting to reproduce the issue in-house, merging t1 and t2 scans resulted in the same merge failure and error behavior, with logs matching those observed in the reported case, confirming reproducibility. Analysis found that the reported event was related to a software issue. Codes b01, c10, d18 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735737, software version: 2.1.0, ubd: , UDI#: h3, h6: a medtronic representative went to the site to test the equipment. There were no issues found. The system functioned as inte nded. Codes b01, c19, and d14 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used pre-operatively during a catheter placement procedure. It was reported that when merging t1 with t2, the images did not appear in the merge screen. The image was a t2-mdxn modality from a non-manufacturer branded scanner. The site was able to continue with the case by using a different image instead of the t2. The image had 83 slices, technical services (ts) suspected that the image may have been compressed. There was no delay and no impact on patient outcome. It was reported that it is normal to see fewer than expected slices if an image was compressed. It was noted that either the image was not to protocol, or it was compressed, which would also be not to protocol. The medtronic representative (rep) confirmed data was missing from the scan. The t2 images were not visible in stealth merge.